Manufacturer narrative:
Initial reporter phone number: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter had issue when inflating balloon with 10mls of water which was included in the tray and the balloon apparently 'popped'. New catheter reinserted. It advised to contact you regarding two incidents that were raised concerning defective catheters. On visiting this patient for a blocked catheter, when inserting the new catheter and inflating the balloon a popping noise was heard and urine was seen in the 10ml inflating syringe, permission gained to remove catheter and on close inspection of the catheter it appears the balloon had popped and would not inflate therefore is was identified as a faulty catheter, catheter details lubri-sil bard tray 12ch lot-ngkt3823 exp-10/12/2027, new catheter inserted with nil issues no harm came to patient. Unfortunately, the catheter wasn¿t retained by the nurse.